Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient experienced low blood glucose (bg) of 38mg/dl with fatigue and unsteadiness when standing/walking associated with a bolus record issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and did not receive assistance from a third party to treat the low bg. The patient reportedly remained on the pump. The reporter stated that a bolus was delivered on (B)(6) 2016 at 2:01pm but did not record in the bolus history. The reporter stated that a second bolus was delivered since the first one did not show in the history, and they believed that the patient actually did receive both boluses, leading to the low bg. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a bolus history issue.